Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a damaged radiofrequency head connector, it was loose and therefore the link electronic module printed circuit board was replaced and calibrated. It was further noted that the latch tabs were broken off of the power cord bay door, that the display dropped and that the liquid crystal display was missing pixels. All were replaced to resolve and the hard drive was reconfigured and the software was reloaded and updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer had a damaged radiofrequency programmer head connector. The programmer was returned for service. No patient complications have been reported as a result of this event.